Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that they were allowed 3 boluses per day and their ptm (personal therapy manager) had started running slow again. The patient stated that the last time it happened they called and they were walked through how to clear some of the data out, so it went faster. The agent assisted the patient with clearing data on the handset after which the patient was able to successfully connect to the pump and request/receive a bolus. It was noted that the troubleshooting steps that were taken on the call resolved the issue.

Event description:
Information was received from a patient who was receiving morphine drug and bupivacaine via an implantable pump for non-malignant pain indications for use. It was reported that they had their pump replaced towards the beginning of the year, due to normal battery depletion, but ever since then, they have had a very hard time connecting to the pump and it took a good while to get a bolus. The patient stated that the both the screen to connect to the pump and request a bolus have a hard time progressing and they see 'no device located' (agent understood as no device found) a lot. The agent assisted the patient in clearing data. The patient will monitor and call back if the issue persists. The agent assisted patient in resyncing to the pump due to patient already being connected to the pump with an expected lockout. The patient was able to connect well without issue. The patient stated that the connection to the pump was fast.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software, product ID: hh9020tdd, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.